Manufacturer narrative:
(B)(4). The insulin pump was unable to perform displacement test or occlusion test due to missing retainer. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed rewind, seating, basic occlusion test and force sensor test. Pump error alarm (variable 3) during self test and confirmed in the pump history due to cold solder joint on keypad assembly. Power management tool confirms the unloaded voltage (ul vlith) loaded voltage (loaded vlith) are within specs. However, pump error was found at the long trace history file due to intermittent non-sleep anomaly software error. The pump was received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.